Manufacturer narrative:
Complete information for concomitant product: lock assembly, complete, reagent transport, list# a-35016239-01 during the investigation, it was found that the issue with the lock assembly, complete, reagent transport (cra locker) (part number a-35016239-01, lot number gm00000020), has the potential to expose the operator to biohazardous materials such as reagents, calibrators, and controls. The inspection of the alinity c processing module noted that the set screw was not securely fastened to the flat side of the shaft on the solenoid assy pusher. A review of the photos provided confirmed the issue described in the complaint. There was a total of 6 similar issues of the cra locker that occurred in the canon market and all were found to have failed upon first use. Since all of the similar failures occurred in the canon market, there are no associated alinity c instrument serial numbers in this complaint. A trend was identified for the first use failures (fuf) of the lock assembly, complete, reagent transport (part number a-35016239-01). A review in abbott product lifecycle management (aplm) of the video manufacturing instructions (v35016239-202/b asm, cra, locker pusher, solenoid, effective date 05/14/2021 on page 7) confirms to apply loctite 243 to the set screw as required before attaching the push paddle, cra locker to the shaft of the solenoid assy pusher with the set screw. The untested subassemblies (a-35016239-01) have been put on quality hold and will be brought back to the factory to verify the assemblies are built to the manufacturing instructions. For the other configurations (03r65-01, a-35001806-02, and 35007468-203), the potential or loose screw is mitigated by the testing of the assembly in the factory. Additionally, the instrument hazard labels and operations manual warnings provide the operator with information of potential hazards. Therefore, the tested configurations (03r65-01, a-35001806-02, and 35007468-203) are acceptable for use. A technical service bulletin (tsb 210-033-rev b) provides instructions for removal, replacement, and verification of a cra locker assembly on an existing cra assembly vertical linear guide. In conclusion, all the field occurrences have been tsb installed assemblies and were found shortly after installation. There have been no field occurrences for loose set screws on cra locker assemblies when installed in the factory on instruments. It is reasonable that any loose set screw would be found during final test of the instrument. There is potential for hazards, (biohazards/chemical) but these would be contained in the reagent carousel and the door of the reagent carousel is labelled with biohazard and chemical hazard. Additionally, the operations manual provides warnings that biological and chemical hazards may occur during spill cleanup and troubleshooting of the 5820 errors.

Event description:
The customer noted that on the lock assembly complete reagent transport (cra), part number a-35016239-01, lot number gm00000020), the cra locker push paddle came off the shaft of the solenoid assy pusher due to a loose set screw on the alinity c processing module. There is no impact to patient management or user safety reported.